Event description:
Description of event: patient stated she has sensitive skin and have an allergy to latex causing itchiness on her back. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).